Manufacturer narrative:
The driver was received at the manufacturer for evaluation, and the reported condition of the device running on its own was duplicated due to the reverse trigger stuck in the fully depressed position. Based on the investigation details, the likely cause was problems with magnet and the trigger assembly, which were replaced. Service did a clean, lube, and adjust to the device. The driver will be repaired and returned to the customer.

Event description:
The driver was returned to the manufacturer for service, and during the investigation, the device continued to run on its own. This did not occur during a surgical procedure. There was no patient involvement. There were no adverse consequences reported as a result of this event.